Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: clear tubing detachment. Time of device issue: during procedure. Adverse event: none. It was reported that the acculink stent was implanted in the internal carotid artery. After removal of the delivery system from the pt, a clear tubing was found on the guide wire that had detached from the rx junction of the stent delivery catheter. The guide wire with the clear tubing were removed uneventfully through the rotating hemostatic valve as a single unit. There were no adverse pt effects reported. Though requested, there was no additional info provided.